Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed a broken spike was observed. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that uv flash transfer set experienced a broken spike. The issue was noticed during use. The transfer set had been used for two months prior to the malfunction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.